Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. A "try it" sound test using the global communication tool was performed and passed. An internal visual inspection was performed and passed. The audio speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no data within the investigation window. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent audio output. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). H2: additional information h6: event problem and evaluation codes - additional.